Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the anterior side assessed as fold flaw opening . Additional observations: crease fold observed bon the device. Wear abrasion observed. White particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.